Event description:
It was reported that this pacemaker was explanted due to battery depletion. This device is expected to be returned for analysis to determine whether the battery depleted prematurely. No adverse patient effects were reported.